Event description:
The manufacturer received information alleging a ventilator's settings reverted back to default settings spontaneously. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator's settings reverted back to default settings spontaneously. The device's downloaded event log was reviewed and the issue was found to have been caused by someone repeatedly pressing the new patient button. No malfunction of the device was observed. No evaluation of the device was required.